Manufacturer narrative:
(B)(4) results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was unable to duplicate the customer's reported issue during testing and evaluation.

Event description:
It was reported to carefusion that the ventilator stopped ventilating while connected to a patient. The ventilator had a constant alarm and restored ventilation after 30-60 seconds.